Manufacturer narrative:
Stimwave quality has investigated the details regarding a complaint resulting from a suspected nerve damage reported to stimwave on september 19, 201, by stimwave agent. Immediately following notification, stimwave quality and the agent reviewed events preceding the issue. Following trial implant, the patient had a permanent procedure performed on (B)(6) 2019, where one (1) freedom-8a receiver stimulator (fr8a-rcv-a0), one (1) spare lead (fr8a-spr-b0), and one (1) sandshark injectable anchor (sia) system (shrk-all-1k) were was implanted at the t8-t9 vertebrae for chronic back pain. The patient had a history of lymphedema. Prior to the implant procedure, the attending nurse noted that the patient had increased edema. The implanting clinician made the decision to proceed with the implant. The agent confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. On (B)(6) 2019, immediately following the implant procedure, the implanting clinician inquired the patient if there was feeling in their legs. The patient reported loss of feeling in their legs. The implanting clinician treated the patient, but sensation was not restored, and the patient was not accepted for imaging at the implanting hospital. The implanting clinician made the decision to transfer the patient to another hospital for treatment with a neurosurgeon. After evaluation, it was decided by the neurosurgeon to explant the device due to suspected nerve damage. As of (B)(6) 2019, no further information has been reported. The agent has attempted to contact the patient on multiple occasions, but the patient has not been responsive. The hospital in current care of the patient has not provided information regarding the current state of the patient. Following the implant procedure there was no report of a device problem, the stimulator was working as expected. The agent and the implanting clinician confirmed that the implanting procedure was completed according to the instructions for use. The root cause of the issue cannot be traced to a device failure or the inability of the device to meet performance. The root cause of the issue is possibly attributed to the patient's past medical history of lymphedema. This is the first issue of suspected nerve damage reported to stimwave. Nerve damage is known adverse event for spinal cord stimulation and for the freedom spinal cord stimulator system documented in the product's risk management file and mitigated as far as possible. Stimwave is unable to confirm the correlation of the use of the freedom scs system and the suspected nerve damage reported by the patient. Stimwave will continue to track and trend events. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause of the issue is attributed to patient comorbidities. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Nerve damage is known adverse event for spinal cord stimulation and for the freedom spinal cord stimulator system documented in the product's risk management file and mitigated as far as possible. This is the first reported event of suspected nerve damage. Stimwave will track and trend this complaint. Stimwave was in constant contact with the agent, and chief medical officer from september 19, 2019, onward regarding the complaint and the root cause investigation. At this time, the source of the issue does not appear to be device related. Stimwave remains in communication with all parties, as additional attempts to establish communication with the patient are ongoing. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event required medical or surgical intervention to preclude permanent impairment or damage. Stimwave has reported this as an adverse event to the united states food and drug administration (FDA) on october 18, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a suspected nerve damage reported to stimwave on september 19, 2019.